Event description:
Surgeon using reliatack tacker during laparoscopic bilateral inguinal hernia repair. First two reloads loaded fine, however when surgical tech and surgeon tried loading the third reload it would not work. Surgeon had or rn open a new tacker, used the same reloads from the original package and it loaded and worked appropriately.